Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technician reported a patient presented with transient light sensitivity syndrome in both eyes two months post lasik. The patient noted "wish I would not have had done this, used to have shades open and sunroof open and now wearing sunglasses indoors". The surgical technician stated when performing the slit lamp exam, the patient did not have difficulty but will continue to monitor. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.